Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4). As a result of warning letter cms (B)(4). No manufacturing or service issues were identified, as causes of the customers reported problem, during the review of the service and repair records. The device was received for evaluation. Visual inspection revealed, all the labels were intact and there was no external damage. During functional testing, the customer's reported problem was confirmed. The device's delivery accuracy was running at three different tests. All of the tests were found to be over the manufacturing specifications. The root cause of the reported issue was found to be inaccurate delivery. Explusor trimmed to bring the delivery into a more nominal range.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed tests and over/under infused. There was no reported adverse event.